Event description:
The reporter stated, a posterior capsular tear occurred during the phacoemulsification procedure and a vitrectomy was not performed. A three piece lens was implanted, and the reporter could not recall the model and serial number. The reporter stated, a 4 crystal handpiece was used during surgery and the serial number was unknown.